Event description:
It was reported that the lead dislodged. Electrograms revealed high atrial capture thresholds with little to no sensing and some noise on the atrial channel. The lead was successfully repositioned.